Event description:
Unomedical reference number (B)(4). Event occurred in the unites states. It was reported that patient is having bent cannulas with her infusion set. The site placement is abdomen and outer legs. The frequency of site change was every 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.